Event description:
The customer contacted the customer care solution center and reported a problem with the speaker on the complaint device not functioning and requested support. The device was not being used at the time of the event.